Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the wire lumen. Magnified inspection revealed no damage of the balloon and markerbands. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the outer shaft 3mm from proximal edge of the proximal balloon bond. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.